Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave catheter was selected for use. It was mentioned that the guide wire got stuck during insertion and removal from the body. The procedure was completed successfully using the same device. No patient complication was reported. The device is expected to be return for analysis.